Manufacturer narrative:
Retainer ring = black. Customer complained about the device having a insulin pump error, insulin pump error, and insulin pump error alarm on event date of (B)(6), 2021. The insulin pump passed displacement test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement test, sleep current measurement, and self test. Successfully downloaded history files and traces using thus. No insulin pump error alarms during testing. Insulin pump error alarm was present in the history download on event date of (B)(6), 2021 at 20:37:15.000. Esf# esf1852470, file number=16, line number=439. Insulin pump error alarm was present in the history download on event date of december 08, 2021 at 20:39:04.000. File number=13, line number=457. Insulin pump error alarm was present in the history download on event date of (B)(6), 2021 at 20:39:02.000. File number=2002, line number=2803. Tested with a test p-cap and the test p-cap locked in place properly. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The following were noted during visual inspection: pillowing keypad overlay insulin pump error alarm and insulin pump error alarm were confirmed due to hardware anomaly. Insulin pump error alarm confirmed as a result of insulin pump error alarm. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic stated that the insulin pump had a multiple pump error alarm. Customer stated that they were able to clear the alarm and able to rewind the pump. Customer stated that the fill cannula was not recorded in daily history. No harm was required during medical intervention. The insulin pump will be returned for analysis.